Manufacturer narrative:
The returned device analysis did not confirm, the reported clip opening. A review of the lot history record revealed, no manufacturing nonconformities issued to the reported lot, that would have contributed to the reported issue. Additionally, a review of the complaint history identified, no similar incident identified from this lot. Based on information reviewed, and without a confirm failure mode, a cause for the reported clip opening in this incident could not be determined. There is no indication, of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report clip opened - establishing final arm angle/efaa. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The first clip was successfully deployed. Then a second clip delivery system (cds) was advanced to the mitral valve, and the clip was placed. However, the clip opened while locked when establishing final arm angle/efaa. Troubleshooting was performed and failed. The cds was removed with the clip attached and the procedure continued with a new clip. Two clips were implanted, reducing mr to <1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.